Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. It was indicated that this out of range measurement was an isolated occurrence. A few days prior to the out of range measurement, an appropriate shock was delivered which was effective with a shock impedance measurement of 46 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.